Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This issue was discovered during storage. The blue winged cap was observed to be securely tightened; however, fluid was found in the bag containing the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection was performed noted fluid inside a bag that contained the infusor which suggested a leak may have occurred. A functional leak test was performed and evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stressmember near the fill port area. The tubing od and the stressmember ID were found to be within specification. However, the tubing insertion depth was found to be inadequate and therefore had caused leak. The reported condition was verified. The cause of the condition was due to a manual assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.